Event description:
A complaint was received regarding bleeding while wearing the adc device on day 7 of wear and experiencing pain at the sensor site. As a result, on (B)(6) 2022, the customer had contact with an hcp and was provided unspecified medical treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for (PMA/510(k)) as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding bleeding while wearing the adc device on day 7 of wear and experiencing pain at the sensor site. As a result, on 08 jul 2022, the customer had contact with an hcp and was provided unspecified medical treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, and no issues were observed. If the applicator is returned a physical investigation will be performed and a follow up report will be submitted. All pertinent information available to abbott diabetics care has been submitted.